Manufacturer narrative:
The device was received by depuy synthes power tools for service without a stated issue reported. The device was evaluated and it was found to have a safety switch that would not engage to stop rotation. During the pre-repair diagnostic assessment the device was also found to have a muffler that was loose and a safety switch that would not engage to prevent rotation. If additional information is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device failed to pass operation with the safety engaged as well as having a loose muffler. It is unknown if the device was being used during surgery. It is unknown if injury or medical intervention were reported. The date of the event is unknown. There was no additional information provided.